Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that there was a sensing issue from the device to the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.